Event description:
Reporter noted chamber shallowing and post-occlusion surge. Feels deep set orbit may have contributed to a pinched sleeve. Posterior capsule tear occurred and anterior vitrectomy performed. Pt reportedly recovering well.